Manufacturer narrative:
The device was returned on june 11, 2025, and will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that cloudy image. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Result of investigation: the distal solder seam is chemically attacked and leaking. Moisture is present in the rod system. Unknown residues adhering at the distal cover glass. The cover glass is scratched. The information provided by the customer "cloudy image" can be confirmed. During the inspection of the optics, moisture was found to have penetrated the rod lens system. The distal solder seam is chemically attacked and leaking, which explains the moisture penetration. Furthermore, normal signs of wear such as scratches and minor impact marks are visible on the optics. When focusing through the individual segments of the rod lens system, isolated foreign particles are visible, but these do not have any negative effect on the sharpness of the image. The damage found is not due to a manufacturing/production fault, but was most likely caused by clinical reprocessing/clinical use. This event is filed under internal complaint ID_(B)(4).